Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, after advancing a smart coil into the target location, the handle was used to detach the coil; however, the coil did not detach. It was reported that multiple handles were used and the coil eventually detached. No additional information has been provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the embolization coil was detached from the pusher assembly. The detached embolization coil was not returned for evaluation. Further evaluation of the device revealed that the pet lock was separated, the pusher assembly and pull wire were fractured at their proximal end. This damage was likely due to the coil detachment attempted during the procedure. The root cause of the reported difficulty detaching during the procedure could not be determined. Evaluation also revealed kinks throughout the pusher assembly. This damage was incidental to the complaint and may have occurred during packaging for the device return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02666.